Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were trying to turn the stimulator off and it was acting like it didn't want to connect. Patient was getting poor communication message. They had to go without it yesterday because it didn't connect at all to turn it on. It had been happening for a while and they had been ignoring it but it was getting so much worse. The issue started in 2023 or 2024. Caller said when they tried to connect they got a call your doctor message. They didn't know what the code showed that was with the doctor. They put two new batteries in the programmer and was still not able to connect to the stimulator. They said this had happened before. They had to move in different places and it would connect. I told them to get up and move and see if that helps. They were sitting next to a laptop right now. They moved rooms and the programmer connected. It showed that their stimulation was off and their battery was low. The patient was redirected to their healthcare provider to further address the issue. Sent an email to patient with doctor listings in their area.